Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient the lead was broken with the previous ins. They determined the lead was broken around 2 months before the replacement surgery. The patient noted they replaced the lead on (B)(6) 2018 and placed it on the right side instead of the left one. The ins was still on the same left side. There were no further complications reported/anticipated.